Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Revision surgery to remove restoris uni knee right side. A corin total knee was implanted following removal of uni implant. Patient complained of pain post primary uni compartment surgery.

Event description:
Revision surgery to remove restoris uni knee right side. A corin total knee was implanted following removal of uni implant. Patient complained of pain post primary uni compartment surgery.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown pka software was reported. The event was not confirmed. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: a review of the provided medical information by a clinical consultant indicated: pi - which is from (B)(6) and represents a male patient, dob on (B)(6) 1958 whose date of implantation is listed as on (B)(6) 2016 and explantation on (B)(6) 2020. The event description states: "revision surgery to remove restoris uni knee right side. Patient complained of pain. A corin total knee was implanted." Undated x-ray: lateral of knee demonstrating patella-femoral arthroplasty with no gross pathology. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the single x-ray provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the log/session fles, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.